Event description:
Consumer alleges the dealer explains how to use the lift but she doesn't want to use the procedure they are telling her to use and the lift is tipping over.

Manufacturer narrative:
End user's care giver (sister) called in to report that the end user was dropped to the floor and bent her foot backwards, causing a bruise. Not aware if it was a drop, or a slow lower as the care giver was not looking. No medical intervention was reported.